Manufacturer narrative:
H4: the lot was manufactured from april 23, 2019 - april 25, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which showed fluid inside the bladder of the device which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2021. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) leaked from an unknown location. The customer reported the leakage was contained in the sealed overpouch. This issue was discovered prior to patient use. The device was filled with fluoruracil 3330mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.